Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to the customer's site. The stm discovered that the fiber optic connector inside was missing some hardware and was loose. The stm replaced the fiber-optic connector assembly and tested, which passed. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had fiber optic module issue. There was no patient harm and no adverse event was reported.